Manufacturer narrative:
The device is expected to be returned. It has not yet been received.

Event description:
The event involved a spinning spiros closed male luer that had a small leak of an unspecified chemotherapy drug between the alaris tubing and spiros connection. The line was connected to the patient, but it was reported that none of the chemo touched the patient's skin. Additionally, there was no report of human harm, nor adverse event, nor delay in critical therapy. No additional information was provided.

Manufacturer narrative:
On 1/16/2019 one (1) used chemoclave ext. Set with unknown list and lot numbers, one (1) used smartsite infusion set alaris mfg. Carefusion with unknown list and lot numbers w/ swapcaps 0821 0127, one (1) used filter 0.2 filter ext. Set with unknown list and lot numbers mfg vygon, one (1) used ch2000s spinning spiros¿ closed male luer with unknown lot number was received by the manufacturer. The ch2000s spinning spiros was disassembled and examined under a microscope. The o-ring had molding irregularities (pitting) on the sealing surface. Additionally, the device and the chemoclave attached to the alaris carefusion set was primed with water and leak tested. The spiros was leak tested in the activated and inactivated positions, and leakage was observed at the o-ring of the device. The leakage was found at the spiros device and not at the junction between the spiros and the alaris carefusion set. The cause was due to molding irregularities found on the sealing surface of the o-ring of the spiros. A DHR review could not be completed since a lot number was not provided.